Event description:
Customer reported that a css console supporting a patient exhibited an error in cardiac output estimation, indicating a low flow, even though the patient's vital signs did not change. The patient was switched to a backup css console. There was no patient impact.

Manufacturer narrative:
The css console was taken to the hospital lab and was placed on patient simulator (donovan mock tank) by the hospital biomedical engineer. The reported issue was observed. After consulting with a syncardia clinical support representative, the hospital biomedical engineer performed a recalibration of the css console flow sensors. Thereafter, a full console validation was performed, and the css successfully passed the console test validation protocol and functioned as intended. This alleged failure mode poses a low risk to the patient, because the alleged malfunction did not negate the ability of the console to perform its life-sustaining functions. The console exhibited an alarm condition when an alarm condition did not exist. Syncardia has completed its evaluation of this complaint and is closing this file.